Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during inflation of the intubation tube cuff, perception of the tube was rising with leak. Balloon herniation and possible vocal cord damage. The rise of the probe was confirmed during a control video-laryngoscopy. Need to repeat a laryngoscopy to reposition the probe, a recurring event for several days. There was patient involvement and unknown patient harm.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One unused product was returned in good condition. The returned product was sent to the supplier for a detailed investigation, but no abnormality was found. The complaint was not confirmed/duplicated. The device history record (DHR) is at the supplier and not readily available for review.